Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead detected an alert for shock impedance out-of-range. The device remains in service. No adverse patient effects were reported.